Event description:
The customer stated that her blood glucose readings had been higher than usual. She had performed 2 normal control tests and received results of 220 and 224 mg/dl. These results were confirmed in the meter memory. The normal control range is 91-125 mg/dl. The customer did not allege any adverse events. The customer had discarded the strips that were reading high, so no product is available for return.